Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. During the investigation mmdg found that the pump was unable to pass the auxiliary alarm test. The cause of the auxiliary alarm failure was a broken internal battery component. The pump was repaired and returned to the customer.

Event description:
The initial reporter states that "the unit does not alarm when batteries are removed". The initial reporter also stated that this occurred during testing and that no patient was affected. (B)(4).